Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00096 on 14-mar-2023. Correction information (21-mar-2023): the initial MDR referenced the incorrect patient sample ID. Siemens followed up with the customer and confirmed the correct sample ID is (B)(6) and updated section b6. Additional information (22-mar-2023): siemens reviewed the information provided and noted no issues with the dilution arm and reagent arm aspirations and no reagent delivery issue to the cuvette. The customer informed siemens that quality control (qc) was within range and did not observe a recurrence. The investigation concluded that the cause of a falsely elevated carbon dioxide (co2) result is unknown. The atellica ch 930 analyzer operates as specified, and no further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inquire about the one carbon dioxide, concentrated (co2_c) outlier result with sample ID (B)(6). The customer informed siemens the initial co2_c test run was at 18:05 and resulted in >40 mmol/l. The same sample was rerun in duplicate at 18:50 and resulted in 27.6 mmol/l and 27.9 mmol/l. Siemens is investigating the event.

Event description:
The customer observed a falsely elevated carbon dioxide (co2) result on an atellica ch 930 analyzer for one patient sample and did not report the result to the physician(s). The customer stated the result was above the assay range and inconsistent with the patient's condition and history. The customer used the same sample and analyzer to perform repeat testing in duplicate. The repeat results were lower and similar values and considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide (co2) result.